Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model pcb00, was explanted due to a mechanical error. Mechanical error was later confirmed as unexpected post-op refraction, similar to an ocular response analyzer (ora) issue. There was an incision enlargement and the physician switched to the same model, but a different diopter size lens. The patient has recovered and her vision improved after diopter change.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 09/30/2016. Device returned to manufacturer ¿ yes. Device evaluation the preloaded insertion system was not received. Only a portion of the lens was returned to the manufacturer. Visual inspection was performed and residues of what appears to be viscoelastics were observed on the portion of the lens returned. The reported device issue could not be verified. The manufacturing process record was evaluated and the devices were manufactured within specifications. The units were released according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.